Event description:
It was reported that a lead could not be implanted on the right atrium on (B)(6) 2022. After failing to fixate the lead and replace the guidewire several times, a new lead was used and the procedure was completed. The patient was stable throughout.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.